Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his ambicor penile prosthesis (app) removed and replaced due to "incision opening". No further patient complications were reported in relation to this event.